Event description:
It was reported that an asymptomatic patient presented in-clinic for routine follow-up, oversensing events was observed on egm display. Programming changes were made. The patient was stable and will continue to be monitored.